Event description:
It was reported that during a coronary procedure, while advancing the manufacture's wire through the guide catheter, as it was passing through the hemostasis valve, the wire kinked and the tip separated in two pieces. The user then decided to remove the wire and the guide catheter as a system. No piece of the wire was retained in the patient. The procedure was completed with a new manufacture's wire. No patient injury reported. This product problem is being submitted because the wire tip separated in the guide catheter; therefore, was removed as a system. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The omniwire has not been returned for evaluation, thus no returned product investigation was performed.

Manufacturer narrative:
Block h3: the omniwire was returned in two pieces and was visually and microscopically inspected. The omniwire separated on the hypotube section with sharp edges observed. Overall measurements confirmed there was no missing material. Block h6: the component code was corrected from 3123 to 4721 based on the returned device evaluation. The probable cause of the device separation is damage in use due to an unexpected interaction with the hemostasis value caused by improper handling.